Event description:
I received implants in 1998. Shortly after gained brain fog, acne, eating and sinus issue, thyroid problems, dry skin, rashes, anxiety, depression and many capsule contractures. I've endured many surgeries due to capsule contractures causing deformities and tissue damage. I removed my implants (B)(6) 2018 and 85% of my symptoms are gone. I removed implants 1-2 without having any device problems. Implants 3-4, the right breast had capsule contracture 4-5 times. No problems with the left. Implant 6 (right breast) was removed (B)(6) 2018 when found ruptured. Replaced with implant 7. Implant 5 (left breast) resulted in capsule contracture for the first time on left side in the history of my implants. Resulting in both removal (B)(6) 2018. Eighty percent of my symptoms are gone since implant and I continue to improve.